Event description:
It was reported that that patient with this right ventricular (rv) lead experienced perforation. A lead revision was performed and to date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient with this right ventricular (rv) lead experienced perforation. Also, this lead showed signed of dislodgement and the thresholds increased suddenly. A lead revision was performed and to date, this lead remains in service. No additional adverse patient effects were reported.